Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5079497, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that following an scs implant procedure the patient had severe spinal headache. The patient was treated with blood patch and was doing well.